Event description:
Patient reported obtaining a blood glucose result of 486 mg/dl, while using the suspect device. Patient stated that, based on this result, emergency medical services summoned. Upon paramedics' arrival, 15 minutes later, patient's blood glucose reportedly measured 160 mg/dl (on paramedics' blood glucose monitor). Patient was then transported to the hospital where a venous sample was reportedly obtained and measured in the facility's lab, with a result of 128 mg/dl. No treatment was received. Patient indicated that, although the emergency room physician prescribed a new (unspecified) medication; patient's primary care physician later advised not to use the medication. Patient's current condition; alright. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.